Event description:
It was reported that the device was not closing the clips completely and appeared loose. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.